Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited high out-of-range pace impedance measurements greater than 3,000 ohms and minute ventilation (mv) sensor oversensing. It was noted that the respiratory rate trend (rrt) feature was on, and could be programmed off to stop the inappropriate atrial tachy response (atr) episodes. Lead fracture was suspected, however it was also discussed that another possible cause was the spring contact. Technical services (ts) recommended lead evaluation and monitoring atr events for potential lead noise. Additional information received indicated that the field representative met with the patient for troubleshooting, and inquired about programming off the rrt feature. It was noted that impedances were in the 500-600 ohm range and electrograms (egms) were clean with isometrics. This device remains in service. No adverse patient effects were reported.